Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was on a rough boat ride and the implantable neurostimulator (ins) was bulging out. The patient manually manipulated it to sit flat and the ins was no longer shifting or turning on its side. It was noted that the patient had discomfort, pain in her ribs and she could not always sync with the ins. It was confirmed that her ribs were not broken.

Manufacturer narrative:
Concomitant product: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4). The patient has multiple leads and it is unclear which had the issue. Refer to regulatory report #6000153-2016-00655 for information on the patient's concomitant extension.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was in a boat too long and a lead shifted. The patient was able to manually manipulate the lead back into place and it had been fine since. No patient symptoms were reported regarding this event. If additional information is received, a follow-up report will be sent. Please see manufacturer report #6000153-2016-00655 for information on the patient's concomitant lead.